Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 mg/dl.